Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a frozen screen from the insulin pump. The customer's blood glucose reading was 12 mmol/l. The customer stated that she received a low reservoir alarm last night and was able to clear the alarm. The customer stated that she did not change the reservoir. The customer went to sleep and received "no insulin left" alarm on the pump. The customer stated that she did not receive any button error alarms. The customer stated that she inserted a new battery and the display did not return. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected frozen screen anomaly noted. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with scratched case.